Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. Additionally, fiducial markers were placed, transperineally. Post spaceoar placement, the patient visited the health care facility for radiation treatment; however, the hydrogel was not seen on scans. The spaceoar vue was confirmed to be in place at the time of implant and no complications were noticed. The patient just passed mucus materials through his rectum and the gel disappeared from the cone beam computerized tomography (CT) at 17 out of 28 fractions. The physician got a diagnostic scan to look at the anatomy and the hydrogel was gone. It was suspected that there was an accidental misplacement of the spaceoar vue, and then it was able to create a hole in the mucosa through which the gel was able to migrate out. It was reported that the patient will continue his radiation treatment. External beam radiation treatment was noted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/14/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.